Manufacturer narrative:
Device evaluation: a device evaluation was not performed as the intraocular lens (iol) was not returned. The customer's reported complaint could not be verified. Manufacturing record review: a manufacturing record review was not possible as the serial number of the lens was not provided. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the lens. Based on the historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Age/date of birth: unknown, not provided. Catalog #, expiration date, and serial #: unknown, not provided. If explanted, give date: not applicable, lens remains implanted to date as the serial number was not provided the device manufacture date is unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a male patient with an intraocular lens, model zcb00, implanted in his right eye experienced a decrease of visual acuity of 2 or more diopters 1 week after surgery. Visual acuity pre-op: 20/50 blurry. Visual acuity 1 day post op: 20/40 fuzzy -2 and j1. Visual acuity 1 week post-op: 20/60 j1+ blurry. At one week post op, the patient is photophobic, states that at night while driving there is glare and halos, lights seem very bright. Also with very bright fluorescent lights he is very sensitive. No burning or tearing. States that vision has come up a little bit since last visit, still not very clear. The physician's impression at one week is uncorrected vision 20/60 and j1 punctate keratitis and fluctuating vision. Probably dry eye related, but he was -1.00 sphere postop and day one and now +1.00 -->20/15 today. Also possible that his large capsular bag has not yet contracted around the iol, allowing it to shift position. Topography shows no significant residual cylinder (0.14d) and no macular edema. The surgeon also noted that the patient had a fairly significant posterior capsule opacity and was more likely than average to need a laser capsulotomy a few months after surgery and may not achieve best corrected acuity until this has occurred.